Manufacturer narrative:
Product analysis :visual review and functional evaluation did nor identify crack, fracture, or breakage.functional evaluation found the instrument capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, the product broke. No other information is provided.